Event description:
The account alleged that the left coil cable has bare metal wires showing. No pt impact.

Manufacturer narrative:
The account replaced the left coil cable assembly to resolve the issue.